Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative via the return paperwork indicated the dye study showed an occlusion. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found acceptable testing; the catheter was incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen (4.799 mcg/day, 15 mcg/ml), clonidine (3.199 mcg/day, 10 mcg/ml), and dilaudid (7.998 mg/day, 25 mg/ml) via intrathecal drug delivery pump for spinal pain. It was reported that the patient had an increase in pain symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp did a dye study and could not push through the catheter. The hcp removed the spinal segment from the patient and used the catheter access port to check the catheter using contrast. He implanted a 8598 spinal segment and connected it to the existing pump segment; he checked the flow with contrast dye and there were no leaks or blocks. The issue was resolved and the patient status was "alive - no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the spinal segment would be returned. No further complications were reported.